Event description:
Device malfunction: failure to deploy thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be moved in either direction and the clip could not be deployed. The device was removed from the pt anatomy using the safety release button. Manual compression was applied to achieve hemostasis. There were no adverse pt effects and no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.